Event description:
Talent, valiant & endurant stent grafts and non mdt stent grafts were implanted in patients in chevar procedures on unknown dates. The following malfunctions were reported; type ia endoleak, ib endoleak, type ii endoleak, endotension , kinking the following adverse events were reported; stroke, rupture, rtad, occlusion, infection, pseudoaneurysm, ischemia, hematoma, patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; mid-term outcomes of chimney endovascular aortic aneurysm repair: a systematic review and meta-analysis prapassaro t, teraa m, chinsakchai k, hazenberg c, hunnangkul s, moll f, van herwaarden j annals of vascular surgery vol 79 pp. 359-371 https://doi.org/10.1016/j.avsg.2021.08.013. If information is provided in the future, a supplemental report will be issued.